Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead failed. An attempt to obtain additional information from the field was unsuccessful. Lv lead status is unknown. No adverse patient effects were reported.